Event description:
Customer reported that when user turned on device, the screen turned white and it shut off. Customer also reported that the device did not last during pt transport earlier. Reporter did not know how long the device monitored the pt before shutting off, further event details and pt outcome. Customer tested/ran the device for 40 minutes before the battery was depleted and it shut off. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found no device failure. Physio installed a software upgrade and confirmed proper device operation through functional and performance testing before returning the device to the customer for use. The root cause of the reported issue is unk.